Manufacturer narrative:
The insulin pump was received with blank display due to faulty connector on the interface board. The insulin pump was received with a cracked case at the display window corners, cracked display window, minor scratches on the lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call damage and blank display on the insulin pump. Customer's blood glucose level was 6 mmol/l. Customer advised a dog jumped on them which caused the insulin pump to fall to the ground. Customer advised the display screen is blank as a result of the device being dropped. Troubleshooting for the blank display was performed. Customer advised there was a crack on the top right of the screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.